Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which surgeon was unable to lock a screw. The screw had to be removed and replaced causing extended surgery time. Surgery took place (B)(6) 2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Although it cannot be confirmed, it is conceivable that anatomy in the area of the screw was preventing the locking instrumentation from aligning and seating correctly with the tulip head of the screw, possibly resulting in damage to the outer tulip lips. Cutting instrumentation was then used to improve clearance around the screw head while unintentionally imparting damage to the outer face of the screw including the features used to mate with locking instrumentation.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which surgeon was unable to lock a screw. The screw had to be removed and replaced causing extended surgery time. Surgery took place (B)(6) 2017.